Event description:
The user stated the d module started leaking and flooded the floor with a large amount of water, including walkways and open areas. No one was injured, slipped or fell. No erroneous patient results occurred.

Manufacturer narrative:
The field service representative determined there was a shorted sensor on the syringe assembly, and the stirrer baths had overflowed. He replaced the sensor. The customer ran the analyzer to verify operation.